Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. During testing, it was found that the ground prong of the ac power cord was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reported upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the ground prong of the ac power cord was broken. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming or event details were not available. There were no reported adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.